Event description:
During product evaluation by a service technician, a flogard infusion pump was found to have a damaged latch roller. There was no patient involvement; therefore, no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested and an event log review was performed. During visual inspection a damaged latch roller was identified. The cause of the damaged latch roller could not be determined. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.